Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) ICD implanted: 2007 (B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead impedance had gradually increased over four months and the impedance measurement had doubled. The lead remains in use. No patient complications have been reported as a result of this event.